Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode, dislodged due to twiddler syndrome. The alternate vector showed loss of sensing; however, sensing was confirmed appropriate in the primary and secondary vectors. The physician elected to extract the lead and associated device. The electrode will be returned for analysis. No adverse patient effects to product allegations were reported and another subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted.

Manufacturer narrative:
Following electrode return and completion of laboratory analysis, this event will be further updated.